Event description:
It was reported that during the procedure in the heavily calcified and moderately tortuous right coronary artery (rca), a 2.75x18 rx xience v stent delivery system (sds) was advanced but could not cross the lesion. During removal of the sds, no resistance was felt and no force was applied; however, when the sds reached the non-abbott guide catheter extension, the stent dislodged. An unsuccessful attempt was made to retrieve the stent using a mini trek balloon. No additional attempts were made to retrieve the stent. The target lesion was successfully treated with deployment of three planned xience v stents. Although there was a significant clinical delay in the procedure, there was no adverse patient sequela. Later that same day, computed tomography scan and x-ray revealed that the stent was located in the profunda artery. The following day, the patient returned to the cath lab for retrieval of the stent; however, it was determined that the stent was not in a critical location and no intervention was performed to retrieve the stent. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The xience v stent delivery system (sds) was not returned for analysis which may have aided in the investigation. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was heavily calcified which likely contributed to the reported difficulties. It is likely that the stent interacted with the heavily calcified lesion during advancement, contributing to damaging the stent as there was no damage noted to the stent or sds during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulties. It is likely that the damaged stent interacted with the non-abbott guide catheter extension, resulting in the stent ultimately dislodging from the balloon. To help ensure the reported difficulties are not related to a manufacturing deficiency, the balloon is checked for proper fold configuration, the stent is checked for proper strut dimensions, and the stent is inspected at multiple steps in the process for stent damage during the manufacturing process. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this incident and all lot release testing met manufacturing criteria. There is no indication of a product quality deficiency.